Manufacturer narrative:
Evaluation of the returned pc400 was unable to confirm the reported complaint. The returned embolization coil was detached from the pusher assembly; therefore, it could not be tested for the reported difficulty advancing. Evaluation also revealed that the proximal end of the pusher assembly was stuck inside the returned handle, the embolization coil had offset coil winds, and the pusher assembly was kinked in multiple locations throughout its length. This damage was incidental to the reported complaint. Evaluation of the returned handle revealed that the proximal end of the returned pc400 pusher assembly was stuck inside. This damage was incidental to the reported complaint. Based on the reported event, it is unknown why the coil would have been detached with the handle if it was unable to advance through the microcatheter. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. Penumbra handles are visually inspected and functionally tested during incoming inspection by quality. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the basilar artery using penumbra coils 400 (pc400s) and a px slim delivery microcatheter (px slim). During the procedure, the third coil, a pc400, was unable to be advanced into the px slim and resistance was noted. Therefore, the pc400 was removed. The procedure was completed using a new pc400 and the same px slim. There was no report of an adverse effect to the patient.